Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized; details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that the pump indicated a data log corruption. Customer's blood glucose level was in 300 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified while based on the analysis, the alleged out of range issue could not be verified.